Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message 23069 appeared. Prior to calling technical support, the customer rebooted the system , but the error persisted. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed this encoder error on the universal surgeon manipulator 4 (usm). The tse informed the customer that usm4 is not usable for the scheduled procedure. At the moment of the call the decision wasn't made if the surgery is going to be performed with only three arms of the system. There was no report of patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error 23069 on usm4 of the system and replaced the usm. The system was tested and verified as ready for use. The usm was returned to isi for analysis, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No images or videos were submitted for review. A procedure log review was performed to confirm that a low anterior resection procedure was performed on (B)(6) 2022 on system (B)(4) using an endoscope, vessel sealer extend, permanent cautery hook and bipolar forceps. This complaint is reportable due to the following: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3.evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. It was confirmed as having occurred in the field via logs. The usm was tested on an in-house system in normal mode with no related errors. The usm was also tested on in house system and all test passed. However, after further investigation fluid intrusion was found.

Event description:
Refer to h10/h11 for follow-up information.